Event description:
It was reported that upon opening the 60ml texium syringe, the tip had broken inside the package. This syringe was not used to compound chemotherapy; therefore; there was no patient involvement associated with this event.

Manufacturer narrative:
Additional information added; d.10. The customer's report that the texium syringe tip was broken was confirmed based on visual inspection of the as-received sample. The syringe breakage was observed with part of its "collar" broken off. The broken off "collar" piece was still affixed onto the texium connector. No testing was deemed necessary due to the breakage with the syringe the root cause that the texium syringe tip was broken was unable to be identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that upon opening the 60ml texium syringe that the tip had broke inside the package. This syringe was not used to compound chemotherapy.